Event description:
In (B)(6) 2020, the battery voltage of the subject device was at 2.87 v. However, in (B)(6) 2020, the voltage had dropped to 2.41v, and end of service (eos) had been reached. The device was replaced on (B)(6) 2020. A preliminary analysis confirmed that premature battery depletion occurred.

Manufacturer narrative:
The preliminary analysis revealed that premature battery depletion occurred.

Event description:
In july 2020, the battery voltage of the subject device was at 2.87 v. However, in october 2020, the voltage had dropped to 2.41v, and end of service (eos) had been reached. The device was replaced on 22 october 2020.

Manufacturer narrative:
Please refer to that attached analysis report.

Event description:
In (B)(6) 2020, the battery voltage of the subject device was at 2.87 v. However, in (B)(6) 2020, the voltage had dropped to 2.41v, and end of service (eos) had been reached. The device was replaced on (B)(6) 2020. A preliminary analysis confirmed that premature battery depletion occurred.